Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump had unexpected restart error alarm and a cold reset was performed. The customer's blood glucose value was unknown. Customer stated her daughter was changing the insulin pump and alarm occurred. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer was able to complete rewind. Customer stated a temp basal was not programmed before the alarm occurred. Customer stated the insulin pump was not stored or not in use for an extended period of time. Customer reported alarm occurred shortly after inserting a new battery. Customer has not experienced multiple alarms after battery change. The device will not be return for analysis.